Event description:
Approximately five minutes post deployment, the 30mm asd device embolized to the left atrium. The pt's anatomy was such that no lip surrounding the defect was present for the device to rest on. The pt underwent surgery with no complications to remove the occluder and repair the atrial septal defect.